Manufacturer narrative:
Analysis of the returned device revealed kinks at the distal section. These kinks lead to the curve being out of specification confirming the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A review of the labeling showed that the device was used in a manner that was consistent with the labeled instructions.

Event description:
It was reported that a blazer ii xp was used in a ablation procedure. During introduction of the catheter into the patient it was noted that the catheter was stripped. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer ii xp was used in a ablation procedure. During introduction of the catheter into the patient it was noted that the catheter was stripped. No patient complications were reported.